Event description:
It was reported that the right atrial (ra) lead had a lead warning for low impedance. The lead was capped and replaced. It was also reported that the right ventricular (rv) lead had intermittent capture resulting in sudden syncope and a fall with facial trauma. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.